Event description:
During the surgery, it was found that the winged centralizer and wingless centralizer were both missing. The device was implanted without a centralizer.

Manufacturer narrative:
No device or packaging were returned for evaluation. Therefore, it is not possible to confirm if the centralizers were missing when the packaging was opened. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.